Event description:
It was reported that a clinician hung a 1000ml bag of cisplatin (31.5g) to infuse over 60 minutes using a regular secondary tubing, attached to a regular primary IV set, using a 24g IV. There was also a phaseal optima on the secondary IV bag. The primary was lowered with 2 extended hangers. The IV bag was approximately 10 inches above the top of the pump module. The IV bag is fresenius kabi. The nurse reported that there was a change in IV bag material, but was unsure when the IV bag change occurred. The total volume was 1113ml. Because the pump only accepts a volume of 999ml/hr., the clinician had to start and then immediately pause the pump to input the total amount of 1130ml for the vtbi. The event was reported to bd representatives during their site visit and monitored the infusion at regular intervals and there was concurrent flow noted once the vtbi reached 320ml, the concurrent flow started slowly at about 1 drop every 20 seconds. Bd representative advised the nurse to raise the IV pole, and it was raised so that the IV chemo bag was now 20 inches above the top of the pump module with no effect at stopping the concurrent flow. The IV pole could not go any higher, per the nurse, because then the IV pole would hit the door frame when patients go to the bathroom. The nurse then lowered the primary with a 3rd extended hanger with effect of stopping the concurrent flow with the vtbi now 135ml. At the very end of the infusion, the primary began dripping quickly again with a vtbi of 12ml. The nurse manually lowered the primary IV bag and held it there until the end of the infusion. An additional 10ml had to be added to the vtbi to ensure all the chemo infused. Once the flush was backflushed from the primary into the secondary, air was seen entering the secondary IV bag and the secondary drip chamber was full. No concurrent flow was noted during the 30ml flush at 999ml/hr. There was patient but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician hung a 1000ml bag of cisplatin (31.5g) to infuse over 60 minutes using a regular secondary tubing, attached to a regular primary IV set, using a 24g IV. There was also a phaseal optima on the secondary IV bag. The primary was lowered with 2 extended hangers. The IV bag was approximately 10 inches above the top of the pump module. The IV bag is fresenius kabi. The nurse reported that there was a change in IV bag material, but was unsure when the IV bag change occurred. The total volume was 1113ml. Because the pump only accepts a volume of 999ml/hr., the clinician had to start and then immediately pause the pump to input the total amount of 1130ml for the vtbi. The event was reported to bd representatives during their site visit and monitored the infusion at regular intervals and there was concurrent flow noted once the vtbi reached 320ml, the concurrent flow started slowly at about 1 drop every 20 seconds. Bd representative advised the nurse to raise the IV pole, and it was raised so that the IV chemo bag was now 20 inches above the top of the pump module with no effect at stopping the concurrent flow. The IV pole could not go any higher, per the nurse, because then the IV pole would hit the door frame when patients go to the bathroom. The nurse then lowered the primary with a 3rd extended hanger with effect of stopping the concurrent flow with the vtbi now 135ml. At the very end of the infusion, the primary began dripping quickly again with a vtbi of 12ml. The nurse manually lowered the primary IV bag and held it there until the end of the infusion. An additional 10ml had to be added to the vtbi to ensure all the chemo infused. Once the flush was backflushed from the primary into the secondary, air was seen entering the secondary IV bag and the secondary drip chamber was full. No concurrent flow was noted during the 30ml flush at 999ml/hr. There was patient but no harm.